Event description:
Reportedly, the pacemaker involved in this MDR report was explanted and returned for analysis following an interrogation performed on (B)(6) 2012 which showed a switch to nominal mode (indicating elective replacement indicator) with a battery impedance at 9.21 kohms. It was reported also that the last f/u performed in (B)(6) 2011 showed a battery impedance at 3.66 kohms. This device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration (group no.1). This was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.